Manufacturer narrative:
The MFR of the spike head (codan) sent an sample and notified of the event. They have no prior history of similar events being rec'd on the reported lot, or any lot of product. Further info rec'd from the schneider/namic territory sales rep indicates that user technique in spiking the contrast bottles may have contributed to the incident.

Event description:
Syringe from custom kit was returned by the end user hosp because a particle of plastic was loose inside the syringe. The hosp product specialist is concerned that although there was no pt incident, the plastic may get injected into the coronary.